Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., d.6b.

Event description:
Healthcare professional reported "possible rupture" and "implant exchange from textured to smooth due to the patients concerns with the product". Healthcare professional later reported "no rupture was found". This record is for the right side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "possible rupture" and "implant exchange from textured to smooth due to the patients concerns with the product". This record is for unknown side. The device remains implanted. The device will be returned.